Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: customer contacted manufacturer on 11-mar-2026 - customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 112, 136, 119, 140 and 52 mg/dl. The customer stated his expected am fasting blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 111 mg/dl and 113 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 06/16/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 112 mg/dl date: (B)(6) 2026 time: 6:18 am fasting. Result 2: 136 mg/dl date: (B)(6) 2026 time: 6:16 am fasting . Result 3: 119 mg/dl date: (B)(6) 2026 time: 6:27 am fasting result 4: 140 mg/dl date: (B)(6) 2026 time: 6:25 am fasting result 5: 52 mg/dl date: (B)(6) 2026 time: 6:34 am fasting.

Manufacturer narrative:
Sections with additional information as of 21-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-062: user had poor technique.